Event description:
It was reported to philips that the device repeatedly fails the ops check for both pacing and defib and gives a pacer equipment malfunction inop message. There was no reported patient involvement/adverse patient impact.